Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation.the following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Although the phenomenon was not reproduced, the repair department confirmed that olympus recommended lamp was not used in the device and the used hours of the lamp is greater than 500 hours. From the above reasons, it is presumed that the emergency lamp lit due to temporal lamp ignition failure. It is believed that the malfunction phenomenon occurred temporarily because the main board, the power converter, and the front panel board deteriorated over time as it has been more than 7 years since the delivery of the device. The instructions for use (IFU) states: always use the examination lamp designated below. To order new examination lamp, contact olympus. ·xenon short-arc lamp md-631 olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the main lamp fails to turn on and was uncertain if the spare lamp indicator came on as well. The customer added that the air was not working and asked if the issue was related to the lamp. An olympus sales representative called back in with the customer. Tac instructed the customer to connect a scope to test and the customer advised that the front panel of the clv-180 was not illuminated. The customer was using a cf-h180al scope. Tac advised the customer to power the system down, disconnect the scope, and reseat it into the clv-180 socket. Once re-seated, tac instructed the customer to power the system back on however, the clv-180 front panel illumination failure persisted. The customer attempted a different scope and model with no success. The customer confirmed that the spare lamp failed to illuminate as well. Tac advised the customer to send in the unit for repair. The device was returned for investigation. Upon evaluation of the device, front panel and button chassis rust were noted. A non-olympus lamp life meter reading over 500+hours, lamp expire, and worn-out scope socket were observed. In addition, the air not working reported was not confirmed. The air pressure measured was within range and the air pump worked as usual. All functional buttons on display were operating as normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source main lamp fails to stay on and switches to the emergency lamp. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.